Manufacturer narrative:
Based upon the clinical evaluation, the reported type ib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria w/ no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause could not be identified. The clinical review and event details suggest that the following may have been factors in the event; anatomical remodeling; sever calcifications of the bilateral common iliac; and patient antiplatelet therapy. Overall, the identification of a design or manufacturing issue was inconclusive.

Event description:
It was reported the patient had a procedure on (B)(6) 2012, w/a bifurcated stent graft and a suprarenal aortic extension. Reportedly, patient was admitted on (B)(6) 2015, after a computer tomography showed an aneurysm was 8 cm w/contrast in sac. During the secondary, it was found that the graft had moved laterally and pulled the right limb of the bifurcated device out of the right common iliac. A limb stent graft was implanted into right iliac. After balloon dilatation, the distal endoleak was corrected and patient was in stable condition post procedure.